Event description:
The reporter claimed that the patient's blood glucose has been elevated and reported blood glucose of 300 mg/dl to 400 mg/dl while the animas pump had intermittent power issue. Reportedly, the patient did not have any vomiting, shortness, and reports of ketones; however, the patient symptom of nausea which can be suggestive of hyperglycemia. After the patient was able to rewind, load, and prime the pump, he was able to manage his blood glucose to normal range. The reporter was not able to provide the specific date and time of the issue but alleged the issue was happening so many times per day. This complaint is being reported because, the patient allegedly had high blood glucose with symptom suggestive of hyperglycemia while the intermittently power was on going.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple unexplained power events. There was no noted damage to the battery compartment or battery cap. The pump was exercised for 24 hours without power loss. The battery cap was tested and no contact issues were found. The pump was opened and no power circuit defects were found. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.